Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and degenerative disc disease/herniated disc pain. The date of the event was unknown. It was reported the patient had ¿nothing but trouble with this pump¿. When the pump was initially put in they put in morphine but that was not good. The medication was change to dilaudid which was currently in the pump. The patient was told when the pump was put in she would be on oral medications her entire life for breakthrough pain. Per the patient the last time the patient had magnetic resonance imaging (MRI) the hcp said it was so bad that he recommended a full back surgery. The patient had ¿been through hell¿. Per the patient the hcp told her now that oral medication is not necessary for breakthrough pain. The patient was now on crutches and has been told she was not too far from a wheelchair. The patient was ¿very angry¿. On (B)(6) 2019 the patient had pain that was not there before. The new pain was down her left hip and into the leg and in knees. The patient had a right knee replacement about three years ago. The patient was now worse in her knees. It was also reported the pain had disappeared. The patient fell in the fall and hit the side of her head. Since the surgery on (B)(6), the patient had severe neck and head problems. The patient was given valium which would help. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was clarified that the pump was not working properly. The trouble with the pump was observed (B)(6) 2018. The pump was replaced 1/23/2019. The patient¿s weight was (B)(6).